Event description:
Event description guidant received information that the batter status on this implantable cardioverter defibrillator (ICD) went from beginning of life (bol) to end of life (eol) in a 4 months time period. The device will be explanted in the near future.